Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead was placed but got caught on the tricuspid valve. The following physician was attempting to dislodge the lead to reposition it, but was unable to. Another physician was called into the procedure, who also tried to dislodge the lead, but it ultimately could not be dislodged. The lead was capped off, and a passive lead was placed instead. No adverse effects to the patient were reported.